Event description:
The reporter stated that the surgeon had implanted an aspheric collamer lens model cq2015a with no lens damage or pt injury however, the surgeon decided to remove the lens and put in a different model lens. The reporter stated that there was no product malfunction or pt injury. It was due to a surgeon's choice. The lens was discarded in the or.

Manufacturer narrative:
.